Event description:
Approximately one week post implantation, the monitor on controller displayed a "power disconnect" alarm. The heartware field representative suggested replacing the patient's battery. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.